Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify motor error alarm, no delivery alarm and perform displacement, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 304 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.